Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trial was reported. The event was confirmed. A visual inspection confirms the reported fracture. No material or manufacturing defects were identified. Medical records evaluation not performed as clinical factors did not contribute to the event. A device history review indicates that all devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Event description:
It was reported that while doing a total knee the surgeon completed cuts and had tibial baseplate trial and femoral trial in. Surgeon attempted to insert a 7x9 trial inside and used a mallet to insert and the trial broke off. Removed trial and implanted the implants.

Event description:
It was reported that while doing a total knee the surgeon completed cuts and had tibial baseplate trial and femoral trial in. Surgeon attempted to insert a 7x9 trial inside and used a mallet to insert and the trial broke off. Removed trial and implanted the implants.